Event description:
It was reported that the patient did not recharge the ipg for approximately a year. As a result, the ipg was inoperable. Troubleshooting was attempted to no avail and the ipg was confirmed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was resumed post-operatively.